Event description:
It was reported that when used in surgery, the pt's leg started shaking. After surgery a burn to the pt's scrotum was noted. Pt treated small burn with an over the counter medication.